Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump experienced physical damage. Customer¿s blood glucose was 200 mg/dl. Customer reported that the insulin pump was bumped and dropped frequently. Customer inquired on the pump recalled and reported that the reservoir was able to lock but wiggled. Customer also reported that the insulin pump over delivered insulin but declined troubleshooting. Insulin pump would be replaced.